Event description:
It was reported that the device displayed an incorrect drug dose and the drug library was outdated. Although requested and several attempts made to the customer there was no other event information provided. Biomed reported that when the device was powered on, a network communication error was displayed and the drug library was wuh 12.05.2017.

Manufacturer narrative:
Fi determined the suspect device to be 8015 pcu s/n (B)(4). The reported issue of an incorrect drug dose could not be confirmed: the drug in question and expected dose parameters was not provided nor was a date or time of the incident provided. The reported issue of an outdated drug library along with a received network communication error was confirmed: the displayed data set (drug library) was wuh 12.05.2017, suggesting a release date in the year 2017. The device error log had recorded the network communication error code (600.6820.5) 281 times with the date range being from 12/14/2018 to the present date 11/15/2019. The error code was duplicated during the investigation when the pcu was powered on. It appears based on the number of recorded error code events the error condition was not addressed for almost a year. The customer¿s received service report indicated the pcu passed the check power-on sequence and review of the error log in may of 2019. Temporary replacement of the wireless (radio) card assembly resolved the issue.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed an incorrect drug dose and showed a outdated drug library. Although requested and several attempt made to the customer there was no other event information provided. Biomed reported that when the device was powered on r her stated; "received a network communication error and library displayed was wuh (B)(6) 2017."